Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements, measuring greater than 2000 ohms. Technical services (ts) was consulted and offered programming and troubleshooting options. The rv lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).